Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the correct charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer was instructed to try different charging cables and adapters, which did not work, leading technical support to decide on replacing the pump. Meanwhile, the customer was advised to use a backup insulin delivery method and was informed about receiving a replacement pump with updated software. Technical support arranged for the failed pump to be returned and sent a replacement pump to the customer.